Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a vessel perforation occurred. The target lesion was located in the arteria femoral. A vessix guide sheath was advanced to the lesion; however, it was noted that the physician did not hold the wire during insertion of the sheath and the vessel was perforated. The perforation was treated with balloon inflation and the procedure was stopped. No additional patient complications were reported and the patient's current condition is stable.